Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a high drain during cycle four alarm on homechoice (hc) during use while patient was not connected. The registered nurse (rn) just wanted to ask how to clear the message and the rn was aware of the drain volume. Technical service representative (tsr) explained how to clear the message, and advised rn how to continue to set up for therapy. The hc was operational and a swap of the device was not necessary. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.